Manufacturer narrative:
"Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. It was alleged that the patient presented with the ¿mesh poking its way out of the anterior abdominal wall and well as leaking ascetic fluid¿, however no medical records have been provide. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent ventral hernia repair. A 4"x6" bard/davol ventralight st mesh, reference number 5954460, lot number huwg0533 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent explantation of a failed bard/davol ventralight st mesh. The surgeon noted that the patient presented with "mesh poking its way out of the anterior abdominal wall as well as leaking ascitic fluid." The patient suffered injuries and damages. The patient's attorney alleges that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.